Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the biliary duct of a patient on (B)(6) 2012 during an endoscopic biliary drainage (ebd) procedure with stent placement. According to the complainant, the stent was being implanted to treat a malignant stricture. During the stent placement, the physician attempted to reconstrain the stent back onto the delivery system to reposition the device within the patient. However, the stent was unable to be fully reconstrained and approximately 1 cm of the distal tip remained deployed. Reportedly, the stent was not deployed past the reconstrainment limit marker. The physician removed the partially deployed stent from the patient, and a different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 2 mm. It was noted that the clear outer sheath was accordioned at several locations along its length. During a functional analysis, it was possible to reconstrain and fully deploy the stent without issue. No issues were noted with the deployed stent or the inner shaft. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the biliary duct of a patient on (B)(6) 2012 during an endoscopic biliary drainage (ebd) procedure with stent placement. According to the complainant, the stent was being implanted to treat a malignant stricture. During the stent placement, the physician attempted to reconstrain the stent back onto the delivery system to reposition the device within the patient. However, the stent was unable to be fully reconstrained and approximately 1 cm of the distal tip remained deployed. Reportedly, the stent was not deployed past the reconstrainment limit marker. The physician removed the partially deployed stent from the patient, and a different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the biliary duct of a patient on (B)(6) 2012 during an endoscopic biliary drainage (ebd) procedure with stent placement. According to the complainant, the stent was being implanted to treat a malignant stricture. During the stent placement, the physician attempted to reconstrain the stent back onto the delivery system to reposition the device within the patient. However, the stent was unable to be fully reconstrained and approximately 1 cm of the distal tip remained deployed. Reportedly, the stent was not deployed past the reconstrainment limit marker. The physician removed the partially deployed stent from the patient, and a different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
Additional information received since (B)(6) 2012.